Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there were changes consistent with the prior mesh within the preperitoneal fat on the anterior aspect of the abdominal wall. Medial aspect of the prior mesh was exposed showing it to have curled in the lateral direction. There was some preperitoneal fat content sneaking by this curled mesh. It was reported that the patient experienced pain, inflammation, swelling, small bowel adhesions, mesh curling in on itself, scarring, disfigurement, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/06/2021. Additional b5 narrative: it was reported that the patient experienced recurrent inguinal hernia.

Manufacturer narrative:
Date sent to the FDA: 7/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.